Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A protege everflex self-expanding stent was implanted in a calcified lesion in the right distal sfa in (B)(6) 2017. The artery had moderate tortuosity. During a follow-up appointment, it was discovered that the stent had fractured. It was reported that no part of the stent had migrated. Another stent was placed inside the fractured stent following a pre-dilation with a 5x100 pre-dilation balloon. No patient injury was reported.